Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged black particles are blowing out from their device. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged black particles are blowing out from their device. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 01/10/2024. The device was returned to a service center for evaluation. During the evaluation of the device, the device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.